Manufacturer narrative:
Unit received with a rf pic failed selftest alarm during self-test and unable communicated to glucose meter, problem isolated to the radio frequency board. Unit received with normal operating currents, unit passed the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had rf pic failed selftest error. The customer¿s blood glucose level was 76mg/dl at the time of the incident. The customer reported that the meter is not communicating with the insulin pump. They performed selftest and got the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.